Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned.

Event description:
It was reported that the biomaterial was not integrated and as a result the bone material was not compacted causing the implant failure. Biomaterial was placed on (B)(6) 2016, the implant was placed on (B)(6) 2017 and the non integration appeared on (B)(6) 2018.